Event description:
It was reported that medication is not injected due to difficult plunger with a bd hypoint¿ needle. The following information was provided by the initial reporter: during the preparation of the syringe before the injection, the solution did not comes out when he pushed plunger.

Manufacturer narrative:
Investigation: the complaint is unconfirmed as no photo / samples received. DHR reviewed and no abnormalities were observed that influence clogged needle. Since no samples and photos displaying the reported condition were received the root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication is not injected due to difficult plunger with a bd hypoint¿ needle. The following information was provided by the initial reporter: during the preparation of the syringe before the injection, the solution did not comes out when he pushed plunger.